Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation extra cardiac stimulation, low impedance, insulations damage causing on the atrial (ra ) lead. On (B)(6) 2022, the physician elected to cap and replace the ra lead. There were no patient consequences.